Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 460mg/dl, and her blood glucose was treated with an insulin drip. The mother stated that the customer had symptoms of diabetes ketoacidosis and was vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir alarms. It was mentioned that the insulin pump was not recording the bolus history, and when she went to download there was missing information. The customer stated that she received no delivery alarms back in november. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.